Manufacturer narrative:
As a result of the suboptimal processed tissues, the customer could not cut them and some patients required rebiopsy. The unit was not evaluated by manufacturer, because the customer was not cooperative.

Event description:
Customer reported that after processing the tissues were suboptimal processed and difficult to cut. Some patients required re-biopsy.